Event description:
The unit was in use on a pt, the unit generated a rapid gas loss alarm. After power cycling the unit, the unit generated a maintenance require code 4. The pt was switched to another unit and therapy was continued. No pt injury was reported.